Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for testing. The reported event was confirmed; however, the device was found to be within specifications. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.